Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the compressor would not turn over (seized up) causing the unit to stop working, which confirmed the original complaint issue.

Event description:
End user's wife called stating that her husband was using the nebulizer and then it just stopped working. End user wife stated it was making a weird sound.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
End user wife called stating that her husband was using the nebulizer and then it just stopped working. End user wife stated it was making a weird sound.